Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked and found the power supply to be the problem. In order to fix the issue, the fse replaced the power supply (0014-00-0033-05). The fse then performed all functional and safety checks, which the unit passed successfully. The fse also checked the performance of the unit with the trainer and balloon connected for more than an hour, and the unit was working satisfactorily. The unit was then handed over to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before patient use, the cs100 intra-aortic balloon pump (iabp) unit gets switched off automatically after starting. There was no patient involvement.